Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 3006705815-2019-04103. It was reported that during the patient's trial implant procedure, the physician was unable to place the trial lead due to the lead buckling after exiting the epidural needle. As a result, the procedure was abandoned.

Manufacturer narrative:
Corrected data: device was returned. Applicable fields updated to reflect returned and analyzed device.